Event description:
It was reported that a spectrum iq pump experienced a volume settings which was set to high but the output was low. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'volume settings set to high but the output is low' which was reproduced as no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.